Manufacturer narrative:
The device is not available for analysis. This report is filed (B)(4) 2013.

Event description:
Per the clinic, the patient developed an infection around the implanted site and was treated with antibiotics (type and amount not reported). The device was explanted on (B)(6) 2012, the patient was not reimplanted with a new device. Additional information has been requested but has not been made available as of the date of this report, (B)(6) 2013.